Event description:
It was reported that the patient underwent a posterior spinal fusion procedure from t4-s1 using rhbmp-2/acs. A revision surgery was performed due to failed hardware 295 days post-op, and more rhbmp-2/acs was implanted at that time. An unknown time post-op, the patient presented with recurrent low back pain. 852 days after the index surgery, the patient underwent another surgery to correct pseudoarthrosis at l3-4 with loss of sagittal plane correction. An alif from l3--s1 was performed. 7 days later, the patient underwent another revision surgery due to pseudoarthrosis at l2-3.

Manufacturer narrative:
(B)(4) - pseudoarthrosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.